Event description:
A report was rec'd stating that the pt no longer used the stimulator due to burns and ineffective therapy. The pt's precision sys has been explanted.

Manufacturer narrative:
The explanted devices will not be returned for eval.